Manufacturer narrative:
(B)(4). Date of follow-up report: 06/01/2016. One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released after meeting all quality requirements.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an intestinal resection an end tone, indicating a complete seal cycle, was provided by the generator in use. The surgeon sealed a mesenteric vessel and then noted that bleeding occurred. Clips were applied to the area to control the bleeding. The amount of blood loss was not made available from the site contact. There was no patient injury and the patient is currently in a good as well as stable condition.